Event description:
It was reported to boston scientific corporation that there was a change in urine color to blue. As a result, the patient underwent an additional endoscopic procedure which found the balloon was deflated. The procedure was successfully completed using a backup device. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block b2: outcomes attrib to adv event block b5: describe event or problem. Block h8: usage of device. Block h11: additional MFR narrative. Imdrf code a1401 captures the reportable event of deflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure. Device evaluation: investigation summary. The balloon device was returned for analysis. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device." Device media analysis: the balloon was returned deflated, with a large hole that rolls inward. Based on this information the as reported code of "balloon deflated" can be confirmed. Additionally, during the product analysis the balloon was found colored, most likely with methylene blue. Labeling review: a labeling review was performed using the instructions for use (IFU). It was confirmed that the adverse event of balloon deflated is anticipated per the IFU: "balloon deflated". The labeling review also found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The balloon was found colored, most likely with methylene blue. However, the orbera365 intragastric balloon system directions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline." Investigation conclusion: the balloon was found colored, most likely with methylene blue. However, the orbera365 intragastric balloon system directions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline." For this reason, this event is catalogued as "failure to follow instruction" because the problems traced to the user not following the manufacturer's instructions. The reported adverse event of balloon deflated is known and documented in the labeling and all reasonable steps have been taken for this reason this event is catalogued as "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that and orbera365 intragastric balloon was implanted (B)(6) 2023. On (B)(6) 2023, the patient presented with a change in urine color to blue. As a result, the patient underwent an additional endoscopic procedure which found the balloon was deflated. The procedure was successfully completed using a backup device. There have been no patient complications reported as a result of this event.